Manufacturer narrative:
(B) (6). (B) (4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a stenting procedure, a stent dislodgement occurred. The target lesion was located in the left common iliac artery. A 6x17x75cm express ld stent was placed. The 6.0x40x75cm express biliary ld premounted stent system was then advanced into the patient. This stent dislodged from the stent delivery system (sds) while attempting to advance up and over the bifurcation from the right femoral groin into the left common iliac and through the previously placed stent. The second stent came off of the balloon approximately half way through the first placed stent. The physician was able to use the sds to maneuver the dislodged stent through the first stent and fully deploy it very close to where it was originally intended to be. The procedure was completed by deploying two additional stents, a 6.0x37 express biliary ld and a non bsc stent, distal to the first two in the external iliac artery. There were no additional patient complications reported and the patient¿s condition is reported as ¿ok¿.